Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) and another manufacturer's right ventricular (rv) lead presented to the emergency room (ER) with dizziness and a 30 bpm heart rate. Device interrogation revealed intermittent loss of capture (loc) with high outputs. In addition, rv pace impedance trends showed variable impedance measurements from the 600-700 ohm range down to 300 ohms. Noise with oversensing and pacing inhibition was observed, and less than two seconds of asystole was noted. This crt-p was explanted and replaced and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this cardiac resynchronization therapy pacemaker was thoroughly inspected and analyzed. Visual inspection found no anomalies. The baseline testing completed on the device found no failing conditions. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) and another manufacturer's right ventricular (rv) lead presented to the emergency room (ER) with dizziness and a 30 bpm heart rate. Device interrogation revealed intermittent loss of capture (loc) with high outputs. In addition, rv pace impedance trends showed variable impedance measurements from the 600-700 ohm range down to 300 ohms. Noise with oversensing and pacing inhibition was observed, and less than two seconds of asystole was noted. This crt-p was explanted and replaced and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.